Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that infusion set was inserted in a bad angle on (B)(6) 2024 and they had to take out the infusion set immediately after insertion. The blood glucose level at time of issue was around 15 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.